Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting performed. No harm requiring medical intervention was reported. The customer discontinued the usage of pump. Mmt-1780kpk was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with intermittent button response during testing. During troubleshooting investigation, it was determined that broken trace on u1 keypad assembly was noted under microscopic investigation causing intermittent button response. Unit also received with cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, keypad overlay texture damage, keypad overlay peeling, stained keypad overlay, cracked keypad overlay, serial number label missing, missing display window/cover and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. In addition, unit was received with intermittent button response due to broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.